Event description:
The customer declined to provide the patient's identifier.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the alarms experienced by the customer. The customer confirmed that no tpe or hemodialysis procedures were being performed at the time of the patient's death. The spectra optia functioned as intended in both procedures. There is no safety issue associated with the reported condition as the machine alarmed as designed, placing the device into a safe state. A review of the lot for similar reports was carried out, none have been reported. The customer declined requests to provide the patient's medical record and discharge summary. Root cause: the ¿aim system detected rbc interface near top of channel¿ and the ¿cells were detected in plasma line from centrifuge¿ alarms can be caused by a falsely low patient hematocrit entered into the system. Based on the evaluation of the procedure log and the fact that the patient was receiving red cells, the likely cause of the alerts was an inaccurately low patient hematocrit entered into the system. Based on the evaluation of the device and run data file, and the customer statement regarding the procedures, the patient's death is unrelated to the procedures on the spectra optia system.

Event description:
The customer originally called because she was getting an alarm 'aim system cannot establish interface' during a therapeutic plasma exchange (tpe) procedure. The procedure was being run simultaneously with a hemodialysis procedure. She was getting red cells during the procedure and not removing any plasma after 37 minutes. After trouble shooting with the terumo bct support specialist, she decided to set up a new kit and start the procedure over. She was able to finish the procedure. When the support specialist called back to collect lot information, the customer informed her that the patient had expired the next day after the procedure ((B)(6) 2013). Hemodialysis and transfusions were being done at the time of his death. No tpe procedure was performed at the time of his death. Patient identifier and weight are not available per the manager at the customer site. The disposable set is not available for return because the customer discarded it. This report is being filed due to patient death (not suspected of being related to terumo bct disposable or equipment by medical staff).

Manufacturer narrative:
Investigation: a service call was placed for the machine. Simulated treatment and an autotest were performed without any problems. After the service call found no problems with the system, the equipment was placed back in service. There have been no other reports of problems with this system since the reported incident. Per the customer, the patient death was due to his disease state (aml, septic, and graph vs. Host disease). Per the customer, neither the spectra optia disposable set nor the spectra optia system is suspected of being related to the patient¿s death. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file indicated that the spectra optia system operated as intended. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.